Event description:
The customer reported being hospitalized for low blood glucose of less than 30mg/dl. The customer stated that the cause of low glucose was due to possible over infusion of active insulin. Troubleshooting was performed. The customer mentioned also having high blood glucose. Troubleshooting was declined as customer did not have time to continue testing. Advised the customer to speak the doctor about proper rotation method and scar tissue. Instructed the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.